Event description:
Philips received a complaint by the customer on the v60 indicating that the error for proximal pressure accuracy occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the latest version of the service manual and informed the customer of two resolutions; cycling the ventilator power to reset the proximal pressure sensor or to replace the data acquisition (da) printed circuit board assembly (pcba). Investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made on 11-dec-2023, 18-dec-2023, and 26-dec-2023 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.